Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up, high hv lead impedance was observed. Programming change was made. The patient is stable and will be monitored via merlin at home.